Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The attorney alleged that the patient has experienced significant pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A lot number has not been provided; therefore a review of the manufacturing records could not be conducted. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: it is alleged that on (B)(6) 2008 the patient was implanted with a kugel composix mesh. On (B)(6) 2010 the kugel composix mesh was explanted. The patient has experienced significant pain and suffering, has sustained permanent injury, had undergone medical treatment and will likely undergo further medical treatment and procedures. Attorneys report alleged permanent injury, pain and suffering, additional surgery, defective mesh, and explant.